Event description:
It was reported intermittent occlusion alarms. A systems check was performed with tandem technical support and no issues were identified. However, occlusions continued and the customer called back on 04/23/26 and reported occlusions continued resulting in a visit to the emergency room on 04/21/26. The customer had a blood glucose level of 582 mg/dl with ketones present, a healthcare provider did not consider ketone level life threatening. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the following day on 04/22/26.